Manufacturer narrative:
Device available for evaluation ¿ yes, returned to manufacturer on (B)(6) 2018 device returned to manufacturer ¿ yes. Device evaluation: although, the tip was not returned, the foreign material was returned in a container. A visual inspection of the particles under microscope revealed multiple particles - most particles appeared translucent. One particle was metallic. The sample was evaluated for determination of the foreign material and analyzed using a scanning electron microscope. The results indicated the presence of titanium(ti), aluminum (al), vanadium (v) indicating a ti-al-v alloy with lower levels of zinc (zn) and chlorine(cl). Further investigation included a more robust review of the following documentation associated with phaco tips: ¿ phaco tip biocompatibility ¿ risk management mitigation activities ¿ phaco tip manufacturing and inspection phacoemulsification tips 19-21ga are made of titanium (ti-6al-4v) and are deemed compatible for its intended use. Retained metallic foreign body (fb) post-phaco is known to occur, and the risk of occurrence may increase with re-utilization of phaco tip, instrumentation wear and tear, contact of the phaco tip with a 2nd instrument intraoperatively, and other factors. The phaco tip itself is titanium, which is inert. Therefore, if the retained metallic fb is of this same material, is extremely unlikely that it would cause an inflammatory response. Additionally, risk mitigation activities according to risk criteria, potential failure modes and hazards resulted in phaco tips identified as safe for human use. As a result of post market surveillance monitoring and reporting, no new risks have been identified. Upon our review, johnson & johnson are not aware of cases that resulted in an inflammatory response in cases where returned fb sample investigation shows the material to be coming from our phaco tips. Manufacturing of the phaco tips are conducted according to procedure, specifications and inspected to the required characteristics for approval. The results of the particulate laboratory analysis results and review of the records do not indicate any new adverse effects that could negatively impact the patient related to the phaco tip device accessory. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted. Placeholder.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Date of event is unknown as it was not provided. Telephone is unknown as it was not provided. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
The hospital reported at a post-operative operation of a cataract procedure, foreign material was observed. A description of the event indicated the hospital observed a substance like iron on the iris. The hospital reviewed their surgical video and confirmed the iron piece was present from the tip when the lens nucleus was being removed. The foreign material was removed the following day after surgery by using a washing treatment using the irrigation and aspiration segment. The hospital noted there was no abnormality in the patient¿s health, therefore patient outcome is well.